Event description:
Reporter alleged, the needle from the softclix lancet device used in finger-stick blood glucose testing would not retract, after it was used and protruded outside the end of the dial cap. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.